Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. During analysis, error 41171 was able to be duplicated during power up of the pump. It was noted that the error was software timing issue and a reload of software is required. Service will reload software and clear error code. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that the cadd solis vip pump gave a 41171 error. There was no patient involved in the reported event.